Event description:
The customer reported that their device was powering itself off. This reportedly occurred multiple times. No additional information has been provided. There was no report of any patient use associated.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.a cause of the reported issue could not be confirmed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio cleaned the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A cause of the reported issue could not be confirmed.